Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time showed 1 hour early. A technical support specialist (tss) dialed into the station using remote support service (rss), corrected the system time using a command-line command, and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system time was set one hour ahead, prevented nurses from pulling medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.